Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,downstream occlusion was unable to be reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" However true or false alarms cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was out of calibration and downstream tubing guide was loose. The force sensor requires calibration and the tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.